Event description:
Has not acted up for the dealer. Dealer says the user says the chair has to be charged after one mile of driving. Dealer says he replaced the batteries and charger. Charger for physical damage.